Manufacturer narrative:
G4: 20apr2020. B4: 21apr2020. Additional attempts have been made to obtain additional information pertain to the alleged malfunction and repair actions taken, no response has been provided at this time. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 25feb2020.

Event description:
The customer reported malfunction is unconfirmed. The customer utilized parts consistent with touchscreen failure, confirming malfunction. The device did not have patient involvement at the time the issue was discovered, therefore, there was no patient or user harm reported.